Manufacturer narrative:
Additional information was added: the device was received for evaluation. Visual inspection revealed that the luer was broken into two (2) pieces between the inlet housing and the outlet housing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link needle-free IV connector broke apart during flushing/access. There was no report of patient injury or medical intervention associated with this event. No additional information is available.